Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and char was observed. It was reported that char occurred after right pulmonary vein (pv) ablation. After left pv, char occurred after 90w ablation. The procedure was continued after wiping off the char. No adverse patient consequence was reported. The detailed location of char was unknown because it was found after right pv ablation and left pv 90w ablation. Qmode+ setting: target 55. Activated clotting time (act) was unknown, with anticoagulation therapy. There were no problems switching between low/high flow rates. There were no error messages displayed. With the initial event reported, the complaint was assessed as not MDR reportable as char is a physical phenomenon of radiofrequency (rf) energy delivery and can be the normal result of the ablation process. On 27-feb-2024, additional information was received which changed the reportability. The physician considered the amount of char to be a potential risk to the patient of asymptomatic stroke. The char was located on the tip electrode, proximal side. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used. The irrigation rate used was within the prescribed settings.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no char/thrombus/clot residues attached. The temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed as well, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31188158l and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).